Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 01-mar-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and cervical radiculopathy. It was reported that the patient had an infection that resulted in the removal of the pump and catheter. There were no signs or symptoms of withdrawal. There were no known environmental or external factors that may have led or contributed to the issue and no diagnostics/troubleshooting were performed. The issue was resolved at the time of the report. The explanted devices were discarded. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.